Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead had exhibited low pace impedance measurements due to an unknown reason and the physician had wanted to replace it during the device generator change for elective replacement indicator (eri). An x ray was performed in which no issues were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.